Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also section b5 for updates obtained from follow up response. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the connection issue was due to misalignment of head unit. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Follow up response, the following was conveyed: the issue occurred when it was connected to the camera to the respective cystoscopes or ureteroscopes, and the tur (transurethral resection,) therapeutic & diagnostic procedure was completed using the same device. There were no reports of patient harm.

Event description:
It was reported, that the, fixation ring of the subject device was not stable. The issue occurred, when it was connected to the camera to the respective cystoscopes or ureteroscopes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.